Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on her insulin pump. She stated she had taken the device off for a shower and she was putting in her blood glucose when it alarmed button error. Customer's blood glucose is 38 mg/dl. She has treated for low blood glucose. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. No frozen screen was noted. No number anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a cracked reservoir tube.